Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00006, 0002648920-2017-00683. Concomitant medical products: femur cemented posterior stabilized (ps) narrow left size 11, catalog#: 42500007001, lot#: 62716523; articular surface fixed bearing posterior stabilized (ps) left 12 mm height, catalog# 42512400812, lot# 62783622; tibia cemented 5 degree stemmed left size e, catalog# 42532007101, lot# 62852405. Reported event was confirmed by x-ray review and surgical records. Review of x-ray indicate that fit and alignment are all normal besides lateral subluxation of the patella noted on the sunrise view. Device history record was reviewed and no discrepancies were found. It is reported that patient accidentally bumped his knee while playing golf which led to abrasion on the anterior surface. Due to which, he suffered from pain and swelling. Also, office visit report dated (B)(6) 2016 (22 months post-surgery) refers to the accident and lateral patella fracture likely a stress fracture resulting from the internally rotated femoral component. Therefore, the root cause of this event is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately 2 years post primary surgery, due to pain and loosening. During the revision, the femoral component, articular surface and tibial were revised. Attempts have been made and additional information on the reported event is unavailable.